Manufacturer narrative:
Vyaire medical file identification: (B)(4). It was determined that the root cause of the issue was user error. Circuit system and start-up self-test failed due to an internal leak caused by a not well applied o2 sensor. No device problem found. The customer confirmed that after re-fixing the o2 sensor and performing the zero sensor cal, the problem is resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". The customer confirmed that there was no patient involvement associated with the reported event.